Event description:
It was reported that the pump was alarming no disposable clamp tubing for the second time. The pump stopped. They instructed the patient to tap the bottom of the pump on a firm surface a few times. They explained that this alarm maybe caused by a bubble in the tubing between the pump and cassette. The pump started. The screen reads run reservoir volume 248.0 ml. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.